Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information provided.

Event description:
It was reported that the maxzero sprayed or leaked. The events occurred during blood draws using "a vacutainer or a syringe." There was no report of patient or user harm.